Manufacturer narrative:
Additional information has been provided in d. 4., d.10., h.3., h.4., h.6. And h.10. An opened disposable irrigation/aspiration (I/a) handpiece was returned for evaluation for the report of broken aspiration tip during surgery. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The disposable handpiece was visually inspected and deemed nonconforming. The aspiration handpiece I/a tip (back section) was broken without separation at the hub. The complaint evaluation confirms the aspiration handpiece I/a tip was broken. How and when the I/a tip became broken cannot be determined from this evaluation. The most likely cause of a broken I/a tip is from improper handling of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the tip of the disposable aspiration/irrigation handpiece broke during surgery, the case was completed using an alternate product. There was no harm to the patient. Additional information has been requested.